Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Event description:
Patient reported left side deflation, capsular contracture, baker grade unknown, pain and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.